Event description:
On july 13, 2000: a family member of a diabetic under continuous pump therapy reported to minimed that on july 13, 2000 had observed that the tubing was leaking at the luer connection and that this had happened 3 times before. One time user has been hospitalized. Maersk medical a/s got this info on august 31, 2000 together with the used sample.